Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. Evaluation of the main printed circuit board (pcb) confirms the reported complaint. However, the root cause could not be determined. The main pcb will be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.lated to the customer's report.